Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an infection was noted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. In addition an electrode dislodgement was noted. The infection was being treated with antibiotics. Due to the dislodgment of the electrode the device was deactivated until the electrode is repositioned. No additional adverse patient effects were reported.